Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, the j702 connector was pulled from the dn pca. The cause for the failure was isolated to the j702 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not communicate with the monitor.